Event description:
It was reported that the patient presented for an implant procedure. On the next day of the implant procedure, the right ventricular (rv) lead exhibited a failure to capture and a decrease in r wave amplitude. The rv lead was explanted and replaced. The patient was in stable condition.